Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the home choice device during an unknown phase of peritoneal dialysis therapy, the hp was connected. The technical service representative explained the alarm to the hp. The technical service representative (tsr) was unable to determine the cause of the alarm. The tsr assisted the hp in clearing the alarm and in ending therapy. The hp would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.